Event description:
This lead was explanted due to noise, 28 inappropriate shocks and oversensing. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 53 cm proximal to the lead tip. Only the distal lead fragment was received for analysis. The analysis revealed multiple signs of wear along the lead fragment. Particularly approx. 8 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the clinical observations of noise which led to oversensing with shock delivery as reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally the conductor cable to the distal shock coil was found pulled out of its lumen and the proximal shock coil was found deformed. These damages most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.